Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation aspiration problems, air/water flow issues from the air/water flow system, external defects on air/water cylinder. Additionally, the blue paint around air/water cylinder was faded or missing. There were physical defects of the bending section and insertion tube including unusual shapes. The bending section had internal defects (active and passive section)-intact sheath. There were defects of adhesive, irregularities in the appearance of the adhesive on the bending section and a gap of adhesive on the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the ultrasound gastrovideoscope transducer was scratched and cut. The device was returned to olympus for evaluation. The device evaluation found that acoustic lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.